Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, it was revealed the sealing was not sufficient and the device was in need of service. This was attributed to normal wear. Maintenance was performed and the device was repaired and returned to the customer on (B)(4) 2013. Placeholder.

Event description:
Customer reported the blade loosens while is working. Device was returned for service. This is report 1 of 1 for complaint #(B)(4).